Event description:
The customer reported that sys experienced an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe batteries and the 3.0 vdc coin battery were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.